Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: dislodged stent remains in the coronary. Additionally, failure to treat the lesion resulted in the need for a second device. Device issue: stent dislodgement. It was reported that a 3.0 x 19 graft master stent was attempted to treat a free perforation; however, the stent came off the balloon. It was able to be retrieved out of the heart; however, the stent remains in the femoral artery. The perforation was sealed by long balloon inflations. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It is reported that the perforation was treated with a long balloon inflation. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.